Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 normoflo irrigation fast flow systems - h-1100 series complaint of pulling to much water and causing circuit breaker to trip was duplicated and confirmed. Evaluated by fill device reservoir tank with water, installed test flow rate e6645 due (B)(6) 2021, power on the device, and test read above 1.0 gallon per minute. Removed back panel, unplugged pump assembly connector from the main pcb. Measure pump assembly with test fluke multimeter e2303 due (B)(6) 2020, reading show 13.5ohms which is out of specification. This was isolated to a faulty pump assembly. Action taken to replace the pump and preventative action for pcb board. Summary repairs : received device with no rolling base. Device was manufactured in 2020-03-04. Removed back panel, unplugged pump assembly connector from the main pcb. Measure pump assembly with test fluke multimeter e2303 due (B)(6) 2020, reading show 13.5ohms which is out specification. This confirmed customer reported reason. An additional issue were also found crack return tube. This return tube issue is being addressed through CAPA 18moak055. Replaced main pcb as preventative action. Replaced faulty pumps assembly and crack return tube. Installed tempcheck test fixture e5993 due (B)(6) 2020. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests.

Event description:
Device evaluation completed and summary in h 10.

Event description:
It was reported that the level 1 normoflo irrigation fast flow system was pulling too much water and causing the circuit breakers to trip. No patient injury or complications were reported in relation to this event.